Event description:
Customer called to report a leak at the probe of the coulter hmx analyzer with autoloader. Although the leak spilled onto the table and was not contained within the instrument, customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Therefore, customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. Customer discovered the leak while troubleshooting via telephone with the customer technical specialist (cts). Customer reported that the instrument failed the electronic checks background during start up. The cts assisted customer with troubleshooting by instructing customer to inspect the instrument, during which customer found that the tubing had come off of port #3 of the blood sampling valve (bsv). Customer was then instructed to replace the tubing and confirmed that this resolved the issue. The cts verified proper instrument function with customer to ensure that the troubleshooting instructions effectively resolved the instrument issue. Customer has not called back to report any further issues. The root cause of the leak is attributed to the tubing coming off of port #3 of the blood sampling valve (bsv).

Manufacturer narrative:
(B)(4).